Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Part of device in patient and the other was discarded.

Event description:
It was reported that during surgery the long drill bit was found to have the tip missing. An x-ray was ordered which identified the drill tip within the bone. At this time there is no medical intervention nor adverse consequence to report.